Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no defect was found. No problems were discovered during diagnosis, and the drawer was successfully recovered by the customer. The field service engineer conducted multiple tests on drawers 2.1 and 2.2, and a follow-up was scheduled to confirm if the issue persists. Additionally, the customer later reported no issue with the station. The system functioned as intended when the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.